Event description:
Adverse event: epithelium ingrowth. Photophobia. Foreign body sensation. A surgeon reported noting light epithelium ingrowth on about 10% of his patients and only on left eyes near flap hinge following refractive surgery. In a follow-up, the surgeon stated that as a rough estimate, he has treated 175 left eyes, last quarter, out of which 125 eyes have shown some incidence of epi ingrowth. Some of these cases he mentioned are asymptomatic and the ingrowth is not significant but about a third of those affected are symptomatic, presenting with photophobia and foreign body sensation. He further mentioned that none of the cases showed an ingrowth progression towards the center of the laser treated area, and he rarely used steroid drops as a temporary measure, on some. He remembered 3 cases, one of which was seen today, where he had to lift the flap and remove the ingrowth. When asked about the possibility of any potential harm or injury caused to these patients or all the others that have presented with this, he mentioned that none of the patients were harmed or injured. All eyes, including the 3 eyes which were lifted and scraped, had no visual changes or any loss of bcva. He said that his staff has been shutting off the external air conditioning unit, before treating the left eyes to avoid a somewhat breezy airflow in the direction of the laser. He also mentioned that he has conferred with another doctor, referred to him by his keratome rep, who stated that the symptomatic patients may have experienced some dlk (diffuse lamellar keratitis) which would explain the photophobia and foreign body sensation. The surgeon did not seem to think dlk is a major contributing factor here. He did not think that the presence or absence of any particular cylinder magnitude, or its orientation, has anything to do with the occurrence. When asked about flap architecture and size, he did not feel that was a factor, given the reason that he does the same size flap and flap management on both eyes. The surgeon also stated that he is going to make some surgical technique changes which will include using a chayet sponge to protect the epithelium at edge of ablation zone, specially in cases where he is not able to clear 9.0mm stromal bed, to fit total ablation zone; and a non metal flap hinge protector, at an angle as to not interfere with the eye tracker. Additionally, he will check further into doing left eyes first, and using one microkeratome blade per eye.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory manager (tm) reported no problems found with the system and completed a system verification to specification. The tm noted that a wall mounted air conditioner blowing air toward the patient. The tm instructed the site to re-channel the ac unit away from the patient. A successful system verification was performed, post initial system installation. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for the system. The surgeon declined to provide any patient records, so a full clinical evaluation was not possible. Nonetheless, the surgeon indicated there was no patient harmed or injured and also mentioned the air flow in the surgery room and the keratome as possible contributors to the reported event. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)